Event description:
It was reported that the user experienced a verified alert 61 on the ilet pump, and the issue was not resolved through troubleshooting and education. Symptoms included no reported adverse clinical effects. Outcomes included no reported impact on health or need for medical intervention. Investigation included collection of device history and user-reported details, as well as arrangements for device return and replacement. Investigation of this case revealed an unresolved pump alarm consistent with a device malfunction, with the affected component presumed to be the pump electronics or firmware based on the alert. It was concluded, based on previously established findings for similar reports, that the cause was undetermined due to insufficient evidence. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.